Event description:
It was reported that the ventilator had an issue. Moreover, the patient desaturated after switching to mechanical ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The used expiratory cassette was not available for testing and information concerning what type of patient breathing circuit that was in use at the time of event was not provided. Evaluation of the received logs revealed, several clinical alarms dated (B)(6) 2024 could be found in internal logs, patient circuit disconnected, pressure delivery restricted, expiratory minute volume low, peep (positive end expiratory pressure) low and respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The test log it was noted that the last successful pre-use check was performed on (B)(6) 2024. The clinical alarms generation indicates that the ventilation may have been insufficient most likely due to a leakage in the patient breathing circuit or disconnect situation. The conclusion is that there is no indication of a ventilator malfunction at the time of the event.